Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed on the device. Isometrics and deep breathing were unable to reproduce the oversensing. Emi is suspected. Patient will be monitored.